Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00011.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7) and penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician completed two passes using the jet7 and 3maxc. Subsequently, upon completion of the second pass, the physician stretched the jet7 and kinked the 3maxc. Therefore, both the jet7 and 3maxc were removed. The procedure was completed using a new jet7 and 3maxc. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-00011. H3 other text : placeholder.